Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the scooter speed will slow down and speed up by itself while driving. This may be caused by a possible issue with the speed pot or throttle pot.